Event description:
The ge oec fluoroscopy system would not boot or power up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged power cord that had loose connections that were tightened appropriately to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.